Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported the while using hte relion® pen needle that the needle was clogged and unable to deliver insulin. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during injection, stated that the pen will not depress and there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the while using hte relion® pen needle that the needle was clogged and unable to deliver insulin. The following information was provided by the initial reporter: verbatim: consumer reported needle clog during injection, stated that the pen will not depress and there is no insulin flow. Consumer does not re-use.